Manufacturer narrative:
Visual inspections & results: lockout position; a fired b na. Cartridge condition; a partially fired b. Cartridge return batch number; a j00e3y b na. Instrument number; a 162 b 188. Functional tests & results: condition of firing trigger lockout; ab good. Condition of pinion gear; ab good. Condition of short rack; ab good. Condition of yoke; ab good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
Device was used during a laparoscopy, surgical staging procedure. It was reported the ez35w jammed after the first firing. Another ez35w was opened and it misfired, then broke. It was reported the surgeon could not open the trigger or handles after this firing. Another ez35w was opened to complete the procedure. There was consequence to the pt.